Manufacturer narrative:
The device was returned and analyzed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implantable cardiac monitor implant procedure, the patient experienced pain and discomfort due to device insertion difficulty. The device would not "click" and kept "falling down." The device was not used and another device was implanted. No further patient complications have been reported as a result of this event.